Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9259104. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for raised hubs.

Event description:
It was reported that a syringe 0.5ml 31ga 8mm 10 bag 500 wal leaked during use. The following was reported by the initial reporter: "it was reported that consumer found 1 syringe from this box that when they removed the needle shield the needle (just the metal part) fell to the floor. Also, the consumer found several from this box that when the needle shield was removed, the needle was bent. As well as, during the injection a bead of insulin would bubble up outside the needle and run down onto the site. Verbatim: consumer reported found 1 syringe from this box when remove needle shield the needle just the metal needle part fell to the floor. She found the needle in the carpet. Denied reuse consumer reported found quite a few from this same box when removed shield the needle to be bent. She restreighten the needle and used the item. Advised consumer not to streighten the needle. Consumer reported found in the past 3 nights while doing injections a bead of insulin would bubble up outside the needle and run down onto her site."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31ga 8mm 10 bag 500 wall leaked during use. The following was reported by the initial reporter: "it was reported that consumer found 1 syringe from this box that when they removed the needle shield the needle (just the metal part) fell to the floor. Also, the consumer found several from this box that when the needle shield was removed, the needle was bent. As well as, during the injection a bead of insulin would bubble up outside the needle and run down onto the site. Verbatim: consumer reported found 1 syringe from this box when remove needle shield the needle just the metal needle part fell to the floor. She found the needle in the carpet. Denied reuse consumer reported found quite a few from this same box when removed shield the needle to be bent. She re-straightened the needle and used the item. Advised consumer not to strengthen the needle. Consumer reported found in the past 3 nights while doing injections a bead of insulin would bubble up outside the needle, and run down onto her site."